Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient's family member reported on april 20th 2016 stating that there was poor communication with the patient programmer (pp), and they were not able to communicate with the implantable neurostimulator recharger (insr). The patient had not felt stimulation or had a successful charge session since (B)(6) 2016 because they went on vacation and forgot their insr. There were no related symptoms reported. They were seeing a reposition antenna screen, which started about 3-4 days prior. They had not charged in about a week and last felt stimulation about 6 days prior. A poor communication screen was displayed when connecting when they attempted to connect using the patient programmer. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.